Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. - attachment: [602892285_medwatch.pdf]

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel incontinence. In 2018. The patient stated the device was not working, the device could be could be turned on, but would not work. It was noted there was intervention was taken. The patient noted the event began on (B)(6) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient with an implantable neurostimulator (ins) reported they had notified their physician about the device not working and had appointments on (B)(6) 2018, (B)(6) 2018 and a phone appointment (B)(6) 2018. The patient clarified what they meant by the device not working was they have accidents often. The patient stated they had new carpet and they could not go to because of incontinence too. The patient clarified the intervention that was taken was they increased stimulation to a level that was tolerable and were taking anti diarrhea and pee. The patient reported the circumstances that led to the device not working was after standing up from a chair and stick walking across the room in change of activity. The patient stated the steps taken to resolve the device not working was none form the doctor¿s office, they had increased stimulation as tolerable. The patient stated they went to a doctor¿s appointment on (B)(6) 2018 and there was no change in stimulation, but they were offered a ¿shot¿ to help with urine leakage during the night. The patient stated they were led to believe that would help with urine and as well as bowel is what was the patient¿s primary was, they patient stated they didn't know they would need a shot in their bladder too. There were no further complications that have been reported as a result of this event.